Event description:
Clarified information: it was reported the patient was originally implanted on an unknown date. The patient underwent a revision procedure due to back pain and during the surgery it was noted one screw was broken. The remaining piece of the broken screw was able to be removed. The procedure was completed successfully but at the end of the procedure it was discovered the reamer was broken and a piece of the broken reamer was left in the patient. The patient status of the patient was reported as okay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Explant date: part of the screw remained in the patient¿s bone; device not considered explanted. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent removal of a broken unknown screw. The patient must have six (6) unknown screws to be removed in the back wherein one (1) screw was broken. The remaining part of the broken screw was removed by the use of the reamer and removed the bone tissue. However the spare reamer broke intraoperatively. The broken part of the screw was left in the patient. It is unknown if there was surgical delay. The procedure outcome and patient status are unknown. This report captures the post-op event for broken screw, while related complaint (B)(4) captures the intra-op event of broken spare reamer. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 5). This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).